Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she has visible red mark at her ipg site which she believes may be a burn. The patient stated the redness did not occur while she was charging, rather while stimulation was running. The sjm representative met with the patient and provided reprogramming. The physician assistant prescribed topical cream for the redness at the ipg site. Surgical intervention may be taken at a later date if the reprogramming and/or topical cream were unsuccessful at resolving the issue.